Event description:
It was reported that the pt's device was explanted due to migration of the implant. Reportedly, the device migrated and interfered with the external equipment. The device was explanted and the pt was reimplanted.

Manufacturer narrative:
This is a final report.